Event description:
Broken at the junction of the hub and the catheter.

Event description:
The device was initially evaluated and a fracture was noted at distal end of the hub. Upon further review, the defect was determined to be a small radial fracture in the extension tubing at the junction of the over-molded over-sleeve and the extension tubing. Based on the eval the actual cause of the breakage cannot be determined.